Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer the customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump and there is no information on pump passing the test. Error table indicated that, insulin pump should be replaced. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 49 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 49 was found on (B)(6) 2025 05:33:04.000 and (B)(6) 2025 05:34:14.000, line=682 file=39. Per software engineering log investigation, pump error 49 was generated on main mcu since the factory parameters crc was not valid, isolate to electronic assembly. Unit passed the displacement test, sleep current measurement test, active current measurement test, and self-test. No unexpected alarms were noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay.